Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 24 months of implant duration. The device was returned to guidant nearly 3 years later. There were no reports of abnormal device behavior or complaints regarding function.